Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1102710. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-12. Medical device lot #: 1102711. Medical device expiration date: 2024-03-31. Device manufacture date: 2021-04-12. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306499 and lot numbers 1102710 & 1102711. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. This is off label use. This product is not designed to pull the plunger rod back nor to draw blood. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that syringe 10ml short pr saline 10ml fill plunger detached from the syringe. The following information was provided by the initial reporter: verbatim: when nurses are using the new syringes to draw blood, as they pull back on the plunger it becomes detached from the syringe. This happens with multiple syringes.

Event description:
It was reported that syringe 10ml short pr saline 10ml fill plunger detached from the syringe. The following information was provided by the initial reporter: verbatim: when nurses are using the new syringes to draw blood, as they pull back on the plunger it becomes detached from the syringe. This happens with multiple syringes.

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 306499 lot number 1102711 and 1102710. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10